Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 319 error was triggered indicating a node not being present, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test was found to be failing on the rolling-loop fiber. Once testing was completed, rolling-loop fiber was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling-loop fiber was found to be the root cause of the reported event. The universal power distributor (upd) was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. It passed the emergency power override functionality test. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran 20x power cycles with this board, al passed. The upd remained on the test system for hours in normal operation with no issue. The distal setup joint was installed onto golden system in normal mode where it performed as expected. The unit was also tested on patient fixture test platform (pftp) in which it passed all applicable tests as well with no errors. After testing was complete, visual inspection found no issues related to the reported event. As a result of these findings, failure analysis concluded that the axes controller board is consistent with the reported event and is the potential root cause for this issue. The proximal setup joint was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patient fixture test platform (pftp) where all relevant tests passed. As a result of these findings, failure analysis was able to conclude that the axes controller unit (acu) board and fiber cable are consistent with the reported event and considered to be the potential root cause.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that error 26002 occurred. The tse had the customer power cycle the system, which made error 26002 disappear; however, repeated non-recoverable error 319 occurred on universal surgical manipulator (usm) 3 after the power cycle. The tse had the customer perform hard power cycle the system, but the issue persisted. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury. Intuitive surgical followed up with the field service engineer (fse) and obtained the following additional information: the conversion did not result in port size enlargement or adding additional ports. There was no patient injury due to the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The second universal surgical manipulator (usm) was installed on an in-house system where no errors related to the reported event occurred. The unit was then installed on an in-house patient fixture test platform (pftp) where the unit passed the fiber test but readings on the clock spring fiber was low, verifying that the clock spring could the source of the fault.

Event description:
Refer to h11 for follow-up information.